Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms on (B)(6) 2015. The customer's blood glucose (bg) level was elevated and was addressed with insulin injections. The supplies had not been changed and the customer's bg level was in the 400 mg/dl range the next day. The customer changed the cartridge, infusion tubing and site and did not reconnect to the pump. The customer was admitted to the hospital on (B)(6) 2018 for possible diabetic ketoacidosis and was treated with intravenous insulin. The customer was discharged on (B)(6) 2015 and the bg level was fine. Tandem technical support had the customer put another infusion tube on the pump and after performing a system check, the pump and system were found to be functioning as expected.